Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with dizziness and feeling unwell. Short v-v intervals were noted in the stored memory of the implantable cardioverter defibrillator (ICD). The patient was also noted to have undergone an ablation procedure within the previous few weeks. The lead remains in use. No further patient complications have been reported as a result of this event.